Event description:
It was reported that during the superion indirect decompression (ID) procedure, the driver tips broke off at the top of the implant during deployment. The physician retrieved the broken driver pieces from the implant using suction and completed the procedure using another driver of the same model. The patient did well post-operatively.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated. Analysis of the returned driver revealed that the end of the driver was damaged and completely sheared off. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states avoid application of excessive stress on instrumentation and do not force deployment or implant breakage or damage to bony structures may result among other risks associated with the procedure. Scanning electron microscopy (sem) analysis, material composition, and hardness testing revealed the device anomaly is associated to the presence of excessive hydrogen in the instrument material, likely due to a manufacturing deficiency.

Event description:
It was reported that during the superion indirect decompression (ID) procedure, the driver tips broke off at the top of the implant during deployment. The physician retrieved the broken driver pieces from the implant using suction and completed the procedure using another driver of the same model. The patient did well post-operatively.

Manufacturer narrative:
Analysis of the returned driver revealed that the end of the driver was damaged and completely sheared off. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states avoid application of excessive stress on instrumentation and do not force deployment or implant breakage or damage to bony structures may result among other risks associated with the procedure. Scanning electron microscopy (sem) analysis, material composition, and hardness testing revealed the device anomaly is associated to the presence of excessive hydrogen in the instrument material, likely due to a manufacturing deficiency.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Analysis of the returned driver revealed that both tips of the driver were completely sheared off. The damage to the driver is most likely due to subjecting the device to excessive force. Scanning electron microscopy (sem) analysis, material composition, and hardness testing revealed the device anomaly is associated to the presence of excessive hydrogen in the instrument material, likely due to a manufacturing deficiency. A product labeling review was performed and did not reveal any anomalies. Additionally, labeling states avoid application of excessive stress on instrumentation and do not force deployment or implant breakage or damage to bony structures may result. It also states to carefully inspect all instruments prior to and after use. Do not use an instrument that is visibly damaged. If an instrument appears damaged after use confirm that no broken fragments are retained in the patient.

Event description:
It was reported that during the superion indirect decompression (ID) procedure, the driver tips broke off at the top of the implant during deployment. The physician retrieved the broken driver pieces from the implant using suction and completed the procedure using another driver of the same model. The patient did well post-operatively.